Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: this report is for an unknown synthes cslp device, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: welch, w., et al (2007). In vivo evaluation of biomechanical anterior cervical plate failure. Advances in therapy, volume 24, no. 2, pp. 415-426. United states. The study evaluated the anterior cervical plate (acp) failures in patients who underwent anterior cervical procedures followed by use of acp as a fusion adjunct. The study was conducted over a 9.5 year period and included 240 patients. The following complications were reported: a total of eight (8) patients presented with acp failures, one of which was implanted with a cervical spine locking plate (cslp) at the c4-c6 level. This patient had instrumentation removed due to dysphagia. Additionally, dysphagia, hoarseness, neck/arm pain, and instrumentation removal were reported in other patients not implanted with synthes devices. This is report 1 of 2 for (B)(4). This report is for an unknown cslp device. This relates to device removal due to dysphagia and horner's syndrome.